Manufacturer narrative:
All available information was investigated, and the reported clip caught on chordae, difficult leaflet grasping, and difficult clip deployment could not be replicated in a testing environment. Additionally, the l-lock tabs were observed to be broken and the actuator coupler was observed to be bent at the distal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on chordae was due to procedural circumstances. The cause of the reported difficult leaflet grasping and difficult clip deployment were unable to be determined. The observed broken l-lock tabs and bent actuator coupler are likely a result of troubleshooting the reported clip caught in chordae. The reported patient effects of tissue injury, tricuspid regurgitation, and arrythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3. An xtw clip (50428r2109) was successfully implanted. To further reduce tr, an additional xtw clip (50508r1093) was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. There were difficulties grasping both leaflets. While trying to remove the clip from the chordae, tissue damage was observed on the septal leaflet and the first xtw clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient went into complete heart block and had a transvenous pacing placed. The clip was then deployed with only one leaflet grasped and chordae. During the deployment, the arm positioner would not rotate in the open direction to expose the pin groove. Troubleshooting was performed and the clip was implanted. Tr increased to a grade of 5. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.